Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an unspecified error appears while switching on the defibrillator. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that an unspecified error appears while switching on the defibrillator. Further information was provided that the non-invasive blood pressure (nibp) pump is defective.